Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause for the failure was that wires in the cable connecting ECG c and d were broken. The root cause for damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.